Event description:
Returned device analysis identified that there was no break or fracture as reported. Both devices have lifted, flared and bent struts. No additional information was provided.

Manufacturer narrative:
A visual inspection analysis was performed on the returned device. The reported break was confirmed as a material deformation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. It is likely that the device interacted with the heavily calcified lesion contributing to the observed stent deformation. Additionally, analysis noted that the balloon was wrinkled, and the guide wire exit notch was stretched, which is likely due to manipulation against resistance during the procedure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex coronary artery. Both of the 2.0x23 mm xience sierra stent delivery system (sds) stents were noted to be fractured. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.